Manufacturer narrative:
B5 has been updated to include information previously captured in 2182207-2025-02819 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) clarifies the details are contained in a previously submitted report and provides the reference number. 2025-sep-19 it was reported that the patient experienced a return of pain and pain at the location where the battery of the implantable neurostimulator was situated, with an issue related to the device in the pocket. Reprogramming was performed as a troubleshooting step. The device was explanted. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Product analysis pli# 10 product ID# 97715: the implantable neurostimulator (ins) passed functional testing. No significant anomalie s were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer rep. Said pt had ins that was explanted today.

Manufacturer narrative:
Correction: corrected/added product analysis for pli # 30. Product ID 977a260, serial# (B)(6): analysis found conductors #2, #4, #7 were broken 20.8 cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.